Event description:
It was reported that the patient presented in emergency room due to a shock. Upon interrogation, it was found that the right ventricular (rv) lead had exhibited inappropriate shock due to far p-wave over-sensing. Chest x-ray was performed and revealed rv lead dislodgement. The rv lead was explanted. The patient was discharged with no consequences reported.